Manufacturer narrative:
Medtronic has not received or evaluated the suspect device/component. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the ventilator stopped ventilating. The reported event occurred during use on patient. The patient was successfully transferred to another ventilator without any consequences.